Event description:
It was reported that the customer had difficulty pressing the pump quick bolus/wake button, and the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to attempt several troubleshooting steps, including firmly pressing the button and plugging the pump into a power source. Although the display eventually turned on while plugged in, it did not function independently of the power source. Consequently, technical support organized a pump replacement. Meanwhile, the customer was advised to keep the pump connected to a power source to use its screen until the replacement arrived. Cts also guided the customer on returning the faulty pump using a prepaid label and confirmed backup therapy with mdi until the replacement was received.